Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 8/27/2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry experienced multiple episodes of dislocation a (B)(6) 2025 showed an anterior dislocation. As a result, on (B)(6) 2025, a left shoulder revision was performed, converting from an anatomic to a reverse total shoulder arthroplasty. The event was indicated as unrelated to the eclipse implanted on (B)(6) 2024. The patient reports continued improvement. Follow-up x-ray shows a well-aligned reverse tsa with no malfunction or dislocation.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to patient-specific event. Per dfu-0181-eo revision 6, e. Warnings: 7. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.